Event description:
The hcp reported the patient had a wound infection at the pocket site. The patient did receive perioperative antibiotics. The patient's infection was diagnosed two weeks after implant. The symptoms of infection were redness and incisional wound opening, and the site was painful to touch. A culture was taken of the infected area which grew mrsa. The patient was treated with oral antibiotics, wound cleansing, and sterile dressings. The infection resolved. Patient recovered without sequela.